Event description:
It was reported that during an unknown procedure, the applier was not closing properly. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/18/2024 b3: unknown, assumed first day of month that complaint was reported d4: batch # y70029 additional information was requested and the following was obtained: "1. Please provide more details for "the applier was not closing properly" 2. Did device jam (not fire clips)? No, it did not close. 3. Did device not feed clips (clips not advance fully into jaws)? Yes. 4. Did device drop or eject clips? Yes. 5. Did device sideways feed clips? No. 6. Did device fire malformed clips? Yes. 7. Did device fire scissored clips? No. 8. Did the clip not hold on the vessel or tissue once placed? The clip did not hold on both devices reported. 9. Were there any patient consequences? No, another device was opened and used." A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.